Manufacturer narrative:
No devices were returned as they reportedly remain implanted. A search of the complaints databases identified no other reports against the provided product/lot code combinations. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient suffered from a trochanter bone fracture intraoperatively. Update 2/6/2017: medical records received. After review of the medical records for MDR reportability, the primary operative note indicated when the stem was seated there was an abnormal gap between the stem and the sleeve, but it appeared that they had engaged as I was driving the sleeve down into the femur. The surgeon indicated he didn't feel comfortable leaving this so while removing the stem the greater trochanter fractured. It was a minimally displaced fracture, but did have just a little bit of instability. Two screws were placed within the fracture and both had excellent purchase.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient suffered from a trochanter bone fracture intraoperatively.